Event description:
The pt's father reported that the up and down arrow buttons on the keypad requires several presses to elicit a response when trying to unlock and lock the pump. The reporter denies that the keypad was peeling, but it was worn and cleaned with a damp cloth.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad was lifting up below the "contrast" button. All of the keys were intermittently responding and required excessive force to activate. The keypad was removed and all of the key contacts were inverted and did not click and spring back. There was also evidence of keypad adhesive found under all key contacts.